Manufacturer narrative:
As reported it was noted by the surgeon following implant, that they had implanted an expired device into the patient. The device was provided to the customer prior to the expiration date. Based on the events as reported the root cause is use error. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. As reported additional patient information could not be provided due to hippa laws. Remains implanted.

Event description:
It was reported that on (B)(6) 2017 the patient underwent a stomal hernia repair and was implanted with a bard dulex mesh. Following the procedure the surgeon noted that the expiration date on the device was 03/30/2017. No medical or surgical intervention has been reported and the mesh remains implanted.